Event description:
Pharmacist from (B)(6) emailed baxter compounding services on 3 jan 2026 to report 1 azacitidine syringe received that morning was leaking (code 302135, batch 4312072). Customer reported the product lost approximately 1ml, which has leaked from behind the plunger of the syringe when it was being prepared for administration. Per photograph provided, the product has been removed from sealed overpouch. A credit is required for this event. This was identified at the hospital on (B)(6) 2026 during setup / preparation. The actual sample is contaminated with cytotoxic solution and cannot be retrieved; however, a photograph has been provided for investigation. Baxter compounding services product: azacitidine cold (accord) 70mg in syringe.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. During the assembly process, a control is in place to detect stopper leakage. A review of the device history records confirmed that the sensor and leak tests conducted at the leak test station, per shift and in accordance with the procedure, showed no abnormalities. The complaint will continue to be monitored and will be reopened if a sample is received. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.